Manufacturer narrative:
(B)(4). The pacemaker proved to be fully functional during analysis. With regard to the issuesmentioned in the complaint description, the analysis did not show any deviations fromthe technical specifications.

Event description:
(B)(6) MDR - the patient was hospitalized due to acute myocardial infarction. Percutaneous coronary intervention was performed, but vt occurred during the operation and the patient was externally shocked. The physician did not know the patient was implanted with a pacemaker. Two shocks were delivered with 270 j and vt was suspended. Soon after the emergency physician discovered the pacemaker and change the position of the paddle away from the implanted pacemaker position. Then they performed 3 shocks with 150 j, when another vt occurred. The vt was suspended but the patient's pulse was decreased. Although the pacemaker setting was 60ppm, the patient became bradycardic with a pulse of 36 bpm and went into cardiac arrest. The pacemaker was checked with a programmer. Telemetry could be taken without problem but the pace and sense markers on the legm did not show on the screen for about 30 seconds. The pacemaker was re-interrogated, where the thresholds were high and both the p-wave and r-wave were very low. Pacing was confirmed with maximum outputs and settings were changed. The next day another follow-up was performed and sensing values were improving but thresholds were higher. On (B)(6) the patient expired due to sirs and intestinal necrosis. This device was explanted and returned for analysis.